Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion (insulin flow block) at the site event on (B)(6) 2024.the event occured within 3 hours of insertion. The insertion site was at the abdomen. The patient changed the supplies as necessary and resumed insulin deliveries succesfully. No further information was available.